Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their blood glucose level had been high for some time now. The customer's blood glucose level at the time of incident was 305mg/dl. The customer's most current level was 319mg/dl. The customer treated the highs with manual injection. The customer states they had been previously hospitalized for having fallen at the grocery store. The customer states their blood glucose levels were also high at the time of hospitalization due to having had a meal right before. The customer was treated and released. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.